Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump showed 0.05 and other times 0.10 increments when delivering bolus. Customer's blood glucose was 200 mg/dl. Troubleshooting was done for bolus wizard. During the troubleshooting the customer was advised the insulin pump made correct calculations based on information entered. Customer requested for insulin pump replaced. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The bolus wizard functioned properly and no bolus or history anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.